Event description:
It was reported that the lesion was a concentric stenosis in the proximal to distal rca, with mild tortuosity and mild calcification. After pre-dilatation a stent was used, but during an inflation at 7 atm the balloon ruptured. A dissection occurred distal to the stent. The dissection turned into thrombus and will be treated on another occasion, as the patient needs to have the lad treated as well. The stent was optimally expanded with a balloon catheter. The procedure was continued with deployment of the penta in the mid rca, but the stent delivery system (sds) balloon also ruptured below nominal pressure and another dissection occurred. A balloon catheter was used to expand the stent sufficiently and a third stent was used to treat the second dissection.